Manufacturer narrative:
H3: one cadd administration set from part number 21-7363-24, lot number 3971692. The returned sample was received in decontaminated condition inside a plastic bag without its original packaging. The returned unit was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No damages nor other workmanship defects were detected. The sample was tested using the hydrostatic vessel. A leak was observed fleeing from the bonding between the tube and the adapter tube of the inlet side filter, thus the failure mode reported was confirmed. The most likely cause of the issue would have occurred during manufacturing.

Event description:
Information was received indicating that while is use, a smiths medical cadd administration set was leaking at the filter. No patient consequences were reported. No adverse effects were reported.